Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 136 ohms. The health care professional stated the out-of-range measurement occurred after delivery of anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt). A boston scientific technical services consultant initial review of the lead data suggests a gradual rise in shock impedance has been occurring over the past year and was just coincidental that it was greater than 125 ohms post atp therapy. Sensing, thresholds, and pacing impedance measurements are all within normal range and consistent over the past year. Technical service recommends consideration for a commanded r-wave synchronized shock to test the full system integrity. The consultant communicated what the results could indicate and that the testing may need to be repeated at a later date. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 136 ohms. The health care professional stated the out-of-range measurement occurred after delivery of anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt). A boston scientific technical services consultant initial review of the lead data suggests a gradual rise in shock impedance has been occurring over the past year and was just coincidental that it was greater than 125 ohms post atp therapy. Sensing, thresholds, and pacing impedance measurements are all within normal range and consistent over the past year. Technical service recommends consideration for a commanded r-wave synchronized shock to test the full system integrity. The consultant communicated what the results could indicate and that the testing may need to be repeated at a later date. The lead remains in service. No adverse patient effects were reported. It was reported that a commanded shock was delivered to this patient with a result of 99 ohms. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 136 ohms. The health care professional stated the out-of-range measurement occurred after delivery of anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt). A boston scientific (bsc) technical services consultant initial review of the lead data suggests a gradual rise in shock impedance has been occurring over the past year and was just coincidental that it was greater than 125 ohms post atp therapy. Sensing, thresholds, and pacing impedance measurements are all within normal range and consistent over the past year. Technical service recommends consideration for a commanded r-wave synchronized shock to test the full system integrity. The consultant communicated what the results could indicate and that the testing may need to be repeated at a later date. The lead remains in service. No adverse patient effects were reported. It was reported that a commanded shock was delivered to this patient with a result of 99 ohms. The patient will continue to be monitored. No additional adverse patient effects were reported. It was reported that review was requested for historic shock impedance measurements. A bsc technical services consultant confirmed this lead exhibited a gradual rise in low voltage shock impedance (lvsi) measurements during the second half of last year. However, measurements appear to be trending downwards since that time with a current average impedance measurement of approximately 100 ohms. There is no trend upwards at the present time and the device is programmed in line with bsc guidance. The consultant stated the shock impedance alert limit could be programmed to nominal at 125 ohms to prompt review of the shock impedance trend earlier, rather than waiting for measurements to reach 150 ohms. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
Additional information was received that review was requested for historic shock impedance measurements. A bsc technical services consultant confirmed this lead exhibited a gradual rise in low voltage shock impedance (lvsi) measurements during the second half of last year. However, measurements appear to be trending downwards since that time with a current average impedance measurement of approximately 100 ohms. There is no trend upwards at the present time and the device is programmed in line with bsc guidance. The consultant stated the shock impedance alert limit could be programmed to nominal at 125 ohms to prompt review of the shock impedance trend earlier, rather than waiting for measurements to reach 150 ohms. The lead remains in service and no additional additional adverse patient effects were reported.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 136 ohms. The health care professional stated the out-of-range measurement occurred after delivery of anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt). A boston scientific (bsc) technical services consultant initial review of the lead data suggests a gradual rise in shock impedance has been occurring over the past year and was just coincidental that it was greater than 125 ohms post atp therapy. Sensing, thresholds, and pacing impedance measurements are all within normal range and consistent over the past year. Technical service recommends consideration for a commanded r-wave synchronized shock to test the full system integrity. The consultant communicated what the results could indicate and that the testing may need to be repeated at a later date. The lead remains in service. No adverse patient effects were reported. It was reported that a commanded shock was delivered to this patient with a result of 99 ohms. The patient will continue to be monitored. No additional adverse patient effects were reported.